Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). Per (B)(4) rev 69 xltek eeg/psg risk analysis spreadsheet hazard ID 4.7 - electric shock - user cause - loss of ac power ground connection. Effects (harm) -range from clinically insignificant to death risk / benefit analysis - medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. No related capas. The part was returned for evaluation and engineering noted the following on the investigation report: the quantum unit was plugged in with the usb cable from the computer, didn't notice any spark or electrical arcing. Tried at different usb connectors. Didn't notice any sparking. Root cause/probable root cause: didn't notice any sparking or electrical arcing. Usb has very low voltage it is has very low risk to the system or the user.

Event description:
Quantum base unit refurb - usb connection sparking. Plugged usb from pc to quantum base unit and connection sparks. No injuries.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The customer reported that when plugging in the usb cable between quantum base unit and computer, he see's a visible spark each time he connects it. Install date : (B)(6) 2019. Technical service requested the customer to return the quantum base unit , the computer and the cable for investigation. Parts returned 05 mar 2024. Further investigation to be carried out.

Event description:
Quantum base unit refurb - usb connection sparking. Plugged usb from pc to quantum base unit and connection sparks. No injuries.